Manufacturer narrative:
Investigation: customer returned (3) loose 1cc, 6mm syringes. Customer states that there is black material on one syringe needle and there is corrosion appearing to be rust on the tip of two other needles. All returned syringes were examined and one sample exhibited dark material on the surface of the cannula shaft. Both remaining syringes exhibited dark material in the lumen of the cannula. A small portion of each of these material was removed from the samples and prepared for ftir spectral analysis. The spectral analysis shows the dark material on the surface of the cannula shaft is most likely adhesive acquired during the manufacturing process. The spectral analysis shows that the material in the lumen of the cannula may be sorbitan monostearate or coconut oil ethanolamide, both of which are used as emulsifiers in consumer products and likely would not have been acquired during manufacturing. A review of the device history record was completed for batch # 8113647. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200757220, 200757185, 200757197, 200723146] noted that did not pertain to the complaint. On (B)(6) 2019, holdrege received (3) 1.0ml, 31g, 6mm syringes from batch #8113647. Samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the syringes found one syringe with three large drops of adhesive on the center of the cannula. The adhesive application where the cannula is inserted into the barrel tip was even with no run off. Probable root cause of adhesive on the cannula is due improper application of adhesive at the cannulator on line 8 pils. Maintenance dispatch #26052 during the time of manufacture for batch #8113647 adjusted the adhesive flow to correct the adhesive application issue.

Event description:
It was reported that three syringe 1.0ml 31ga 6mm 10bag 500cs experienced foreign matter contamination on the device cannula. The following information was provided by the initial reporter: material no: 324912 batch no: 8113647. Verbatim: consumer reported black material on one syringe needle before injection. Also reported corrosion, appearing to be rust on the tip of two other needles (three syringes in total from same box and lot). Consumer does not re-use, problem occurred on (B)(6) 2019. Lot # 8113647, product # 324912, exp 052023.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three syringe 1.0ml 31ga 6mm 10bag 500cs experienced foreign matter contamination on the device cannula. The following information was provided by the initial reporter: material no: 324912, batch no: 8113647. Verbatim: consumer reported black material on one syringe needle before injection. Also reported corrosion, appearing to be rust on the tip of two other needles (three syringes in total from same box and lot). Consumer does not re-use, problem occurred on 04-08-19. Lot # 8113647, product # 324912, exp 05-31-2023.